Manufacturer narrative:
Pump received with missing retainer ring. Unable to perform the displacement test or lock a test p-cap into the reservoir compartment. The pump passed the active current test and self test. Pump failed sleep current test due to high current reading, problem isolated to corroded battery tube. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, rapid decay of external aa was observed, problem isolated to corroded battery tube. No alarms or alerts noted during testing, however, low battery alert on (B)(6) 2022 at time 11:07:00.000, battery removed on (B)(6) 2022 at time 12:57:57.000, change battery fault on (B)(6) 2022 at time 00:34:00.000, battery out limit on (B)(6) 2022 at time 13:08:59.000, and failed battery test on (B)(6) 2022 at time 12:53:38.000 were found in the history files. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. Corroded battery tube was also noted during visual inspection. The following were noted during visual inspection: scratched case, cracked reservoir tube lip, cracked keypad overlay, missing o-ring (reservoir tube), detached retainer, and pillowing keypad overlay. Blank display not observed during analysis. Blank display not confirmed. Unexpected battery power loss confirmed due to high sleep current, problem isolated to corroded battery tube. Unable to lock reservoir into place confirmed due to missing retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump switched off after inserting a new battery cap. Customer also reported that the retainer ring of the insulin pump was dislocated. Customer was advised to insert brand new battery and customer confirmed that the insulin pump did not switch on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.